Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿the lens was blurry¿ was not confirmed, and a root cause could not be identified. It was not reported that the device with the suggested event was used in the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope lens was blurry during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿blurry image¿ was confirmed. The following findings were also noted during device evaluation: due to damage on channel-tube, water tightness is lost, switch box has discoloration, objective lens has a scratch, light guide lens has a chip, light guide lens has a crack, due to damage, switch button 1 does not work, the protector of the insertion tube was damaged and the label was blurry. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.